Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow button started sticking and required multiple harder presses to get a response. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation that of the up arrow button issue.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.